Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through the implant patient registry that a 29mm 3300tfx aortic valve was explanted after an implant duration of 2 years, 6 months due to unknown reason. The explanted valve was replaced with a 25mm 3300tfx valve. The patient was reported to be in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative. Updated sections b4, b5, b7. Updated sections g3, g6. Updated section h2. H11: corrected data. Per additional information received, the failure of the bioprosthetic aortic valve was due to bacterial endocarditis and not due to a deficiency in the device. Based on the information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was learned through the implant patient registry and investigation that a 29mm 3300tfx aortic valve was explanted after an implant duration of 2 years, 6 months due to a staphylococcus epidermidis endocarditis. The patient presented with fever. The explanted valve was replaced with a 25mm 3300tfx valve. The patient was reported to be in recovery and was discharged on pod #9. Per the surgeon, the source of infection was from lle trauma s/p fall. Per hospital pathology report, gross exam showed the prosthetic aortic valve leaflets were carpeted with tan-white to gray granular friable tissue. Final diagnosis showed aortic valvular tissue with vegetations and acute inflammatory infiltrate. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.